Manufacturer narrative:
Corrected data: h6- investigation code 4110 in previous MDR is not applicable. Investigation findings code- 213 corrected to 114. Claim#: (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.1mm vticmo12.1, -10.0/+2.0/095 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged with a longer lens due to lens rotation. The problem was resolved. The cause of the event is reported as unknown.